Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The drive gas regulator was noted to be low and excess moisture was noted within the breathing circuit. The regulator was adjusted and the breathing circuit was cleaned. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. There was no reported patient injury.